Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 134 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering as it does not take into account active insulin. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test or verify operating currents and possible over delivery alarm due to motor error alarms. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.